Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned for an unknown reason, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the analyst on the (B)(6) 2019 that the partial right ventricular (rv) lead was returned and analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting.